Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal (pop) artery. After a non-bsc guide wire crossed the lesion, a 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body. The device was replaced with a 3mm x 20mm sterling balloon catheter. Subsequently, further dilatation was performed with a 5mm non-bsc balloon and completed the procedure. No patient complications were reported and the patient's status was stable.